Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered erosion, scarring, ongoing discomfort, cramping, dyspareunia, emotional distress, and infections. No further information has been provided.